Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, an increase in capture threshold was observed on the right ventricular lead. Bradycardia was reported during overnight monitoring. Device reprogramming was performed. The lead was then successfully revised.